Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 04 may 2022. The FDA recall numbers are z-1285-2022 and z-1286-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test. Replacement of the batteries will be provided by gehc. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison: (B)(6) ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6) 2022. The FDA recall numbers are z-1285-2022 and z-1286-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test. Replacement of the batteries will be provided by gehc. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison : (B)(6).

Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.